Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05sept2019. Field service engineer (fse) confirmed, turned the device on and the left side of the monitor screen display vertical lines. Fse replaced video graphic array board to resolve the issue and unit passed performance verification testing after repair was complete. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reports the unit has lines in the screen. No patient involvement.